Event description:
Per the surgeon, the patient¿s implant site became infected and incurred skin overgrowth due to non compliance with hygiene instruction for the device. The patient was treated with multiple excisions and steroid injections (date not reported). Per the surgeon, the fixture remains and the patient has no plans for explant and reimplantation at the time of this report.